Event description:
It was reported in an article (kapural, l., parker, j.l., obradovic,m., shariati, n.h., demesmin,d., falowski, s., cousins, m., sharan, a. Randomized double?blind crossover study examining the safety and effectiveness of closed-loop control in scs (10788). North american neuromodulation society 19th annual meeting. 2015. 140.) That the results of the study showed that 86% of patients preferred closed-loop stimulation to tonic stimulation. Subjects on average had a 33% additional reduction in vas in the closed-loop arm versus the tonic stimulation arm. In addition, the results showed that the description of the stimulation was more positive in the closed-loop arm, while descriptors like "buzzing", 'prickly" and 'shocking" were used 20%, 25% and 40% less often. There were no reported infections during the extended trial or serious adverse events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).